Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, there was a pocket infection related to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, during a wound check it was discovered that the ipg incision was infected. The ipg pocket was washed and a wound vacuum was placed. The patient received both oral and intravenous antibiotics. Per the opinion of the physician, the root cause of the infection was unknown. It was noted that the patient was stable following the procedure, and on (B)(6) 2025, the patient was discharged.

Manufacturer narrative:
Corrected field: h4. Updated field: b4, g3, g6, h2, h11. Cvrx ID# (B)(4).